Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic anterior rectum resection, when on rectum, the surgeon was able to press the green button and squeeze the handle but the stapler failed to fire and no staples could be applied to tissue. Handle was able to fire with the next loading unit which was used to fix this situation. There was no patient injury.